Event description:
The customer reported via phone call that their sensor cannula was missing. Customer's blood glucose was unknown. The customer's sensor will be returned.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found sensor cannula retracted inside of the sensor and broken. Unable to confirm if customer received sensor damaged due to sensor returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.